Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be a defective mainboard. Replaced the mainboard as correction. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "this machine has power indication light glowing but when we press the on/off button the machine did not turned on." No clinical signs, symptoms or conditions. Health consequences or impact.